Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: battery compartment crack from the battery compartment threads to the case seal. Audio bolus button damaged/torn, audio bolus button responsive during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.